Event description:
The article, "cardiorespiratory instability after percutaneous patent ductus arteriosus closure: a multicenter cohort study", was reviewed. The article presented a retrospective, multicenter study to evaluate post-procedural clinical characteristics of preterm infants undergoing transcatheter patent ductus arteriosus (pda) closure, including oxygenation/ventilation failure and cardiovascular compromise. Devices included in the study were mainly amplatzer piccolo occluder (94.4%). The article concluded post-transcatheter cardiorespiratory syndrome is characterized primarily by systemic hypertension and oxygenation failure, with a very low incidence of hypotension and need for inotropes. [The primary and corresponding author was (B)(6)]. The time frame of the study was from august 2018 to july 2021. A total of 197 patients were included in the article, of which 94.4% received an abbott device. The average age was 34 days, the average weight at procedure was 1090g, and the majority gender was male. Comorbidities included preterm birth and patent ductus arteriosus (pda).

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Summarized patient outcomes/complications of amplatzer piccolo were reported in a research article in a subject population with multiple co-morbidities including preterm birth and patent ductus arteriosus (pda). Some of the complications reported were unexpected medical intervention (cardiopulmonary resuscitation, snare), surgical intervention (repeat catheterization/surgery), obstruction (lpa stenosis or aortic obstruction), hemorrhage, device embolization, thrombosis, pericardial effusion, unspecified tissue injury, and residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "cardiorespiratory instability after percutaneous patent ductus arteriosus closure: a multicenter cohort study" d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "cardiorespiratory instability after percutaneous patent ductus arteriosus closure: a multicenter cohort study", was reviewed. The article presented a retrospective, multicenter study to evaluate post-procedural clinical characteristics of preterm infants undergoing transcatheter patent ductus arteriosus (pda) closure, including oxygenation/ventilation failure and cardiovascular compromise. Devices included in the study were mainly amplatzer piccolo occluder (94.4%). The article concluded post-transcatheter cardiorespiratory syndrome is characterized primarily by systemic hypertension and oxygenation failure, with a very low incidence of hypotension and need for inotropes. [The primary and corresponding author was patrick mcnamara, university of iowa, department of pediatrics, division of neonatology, iowa city, iowa, us, with corresponding email: patrick-mcnamara@uiowa.edu] the time frame of the study was from august 2018 to july 2021. A total of 197 patients were included in the article, of which 94.4% received an abbott device. The average age was 34 days, the average weight at procedure was 1090g, and the majority gender was male. Comorbidities included preterm birth and patent ductus arteriosus (pda).